Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead triggered a warning for high impedance. It was also noted that the lv lead impedance was varying. The lv lead remains in use. No patient complications have been reported as a result of this event.